Manufacturer narrative:
The device was not sequestered by the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that a nurse used the auto-ID scanner and then clicked 'exit' which removed the concentration of the dilaudid from the programming. Subsequently an error occurred in which the patient received 5 times the dose ordered, because the nurse inadvertently chose the wrong concentration when reprogramming the drug. The customer is requesting a product enhancement (confirm with exit button) so this type of error cannot occur in the future. There were no further details of this event, or details of the patient response.